Event description:
The customer received questionable results on multiple assays on a sample that was processed on the modular pre-analytics 7 plus (mpa). On (B)(6) 2013, the mpa sent an aliquot to cobas 8000 analyzer, serial number: (B)(4) and erroneous results were generated. These results were reported outside of the laboratory. The physician questioned the results and the customer loaded the primary tube on to cobas 8000 analyzer, serial number: (B)(4) and generated repeat results. The customer also loaded the primary tube and repeated the sample a second time on cobas 8000 analyzer, serial number (B)(4). The customer deemed the repeat results to be the correct results. There was no adverse event. The customer considered the cobas 8000 analyzers to have given the correct results and that the mpa was the issue. The results are in the following format: original on (B)(4), repeat 1 on (B)(4), repeat 2 on (B)(4). Urea/bun (mg/dl): 54, 18, 18; calcium (mg/dl): 7.2, 9.3, 9.6; ion selective electrode chloride (mmol/l): 89.1, 105.1, 104.5; creatinine jaffe gen 2 (mg/dl): 6.42, 1.37, 1.38; glucose (mg/dl): 63.9, 86.8, 89.5; ion selective electrode potassium (mmol/l): 5.99, 4.87, 4.87; ion selective electrode sodium (mmol/l): 117.0, accompanied by a data flag, 141.4, 141.4; total protein (g/dl): 5.09, 7.13, 7.04; triglycerides (mg/dl): 94, 138, 203. The lot numbers of the reagents and electrodes in use were not provided by the customer. The serial numbers of the analyzers involved are cobas 8000 serial number (B)(4) and cobas 8000 serial number (B)(4). The field service representative found that the customer suspected that cups were not being discarded on the racks that came off the analyzer and that it was possible a cup was not clean. He performed a leak test and observed no problems. He confirmed that disks and filter paper was installed under the pipettors.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.